Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pfa procedure, while attempting to aspirate blood, air was aspirated instead. The sheath was advanced through the transseptal. A non-abbott device (octaray catheter by johnson and johnson) was inserted with no issues and a geometry was created. The catheter was removed and the non-abbott device (farapulse catheter by boston scientific) was inserted. After inserting the catheter, while attempting to aspirate blood, air was aspirated instead. The sheath was replaced with a non-abbott device (faradrive sheath by boston scientific) to complete the procedure with no adverse consequences to the patient.